Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-02426. It was reported the patient was not receiving effective stimulation. Diagnostic testing showed invalid impedances for the extension. The patient underwent surgical intervention where his extensions were replaced with new ones. The patient is now receiving effective stimulation.